Event description:
An outer coil fracture is suspected. In the bipolar mode, asynchronous pacing was seen with "high" ohms on telemetry. Pacing and sensing is appropriate in the unipolar mode. The rep was contacted for further ino regarding this incident, at which time he reported that the lead had been capped, thus, it will not be returned.